Manufacturer narrative:
Correction-b4.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Bg cause was due to the customer disconnect pump and was not monitoring bg's via cgm. Reportedly customer consumed carbohydrates to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.